Event description:
It was reported that the patient with this inflatable penile prosthesis experienced a bump in the middle of his penis shaft. A surgical procedure was performed, during which it was noted that the bump was caused by a corporal body wall weakening. All components were removed and replaced. There were no device issues and no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.